Event description:
On (B)(6) 2020 telemedice visit, pt showed a spot on her driveline that she had covered with electric tape. Rescue tape mailed to pt to cover damage to the driveline.

Event description:
Patient admitted (B)(6) 2021 with electrical and high watts alarms. Power cord near the splicing site damaged and electrical tape applied. Vad replaced with hm 3 on (B)(6) 2021.

Event description:
Per patient report, three weeks ago controller was dropped disconnecting the driveline. On (B)(6) 2021 patient noted at 3:30am that lvad had high watt and electrical failure alarms. Pt admitted to the hospital (B)(6) for further inspection of vad. Vad logs downloaded and sent to heartware engineers for evaluation. Upon arrival to the floor, vad alarmed and noted to have flows in 10s and powers in the 13s range. X-ray (B)(6) does not show an obvious fracture. On (B)(6) pt external driveline spliced and repaired by heartware engineers upon completion of driveline repair, no further alarms noted to va and flows and powers back to 4 range.